Event description:
A renegade microcatheter was being prepared for use during a therapeutic embolization procedure. Upon attempting to remove the catheter from the packaging, the catheter separated from the hub. Another catheter was used instead.